Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported a button error on customer's insulin pump. Also, the device does not appear to be in english. Customer stated there is gibberish on the screen. The buttons are not allowing him to move up or down and then the screen clears. Customer's blood glucose was unknown. Customer was in the hospital yesterday for a pre operation procedure related to a growth on his arm. He turned off the device but still had it on him during testing. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.